Event description:
A malfunction was reported with the customer's insulin pump, displaying a malfunction code that could not be reset. The customer's blood glucose level was reported to be within a normal range, not exceeding 500 mg/dl. In response, tandem technical support arranged for a replacement pump to be sent, guided the customer to revert to multiple daily injections as a backup therapy, and provided instructions on returning the defective pump using a pre-paid label.